Event description:
On (B)(6) 2012, zilver stent was placed in the left sfa via the left femoral approach. On (B)(6) 2013, in-stent restenosis was confirmed and fracture of the middle stent was detected by x-ray. Pta was performed. The patient had a favourable outcome.

Manufacturer narrative:
This complaint is MDR reportable as stent fracture of the middle stent was detected by x-ray approx 13 months after stent implantation and pta was performed. There were no zilver ptx devices of lot number c774345 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for evaluation. The stents were implanted in the patient therefore are not available for evaluation. Angiogram images for this were provided complaint and sent to med institute for review ; however they have not been reviewed to date. As no images were available for review, the customer complaint could not be confirmed. Patients pre-existing condition include hypertension, hypercholesterolemia, and smoking. It may be noted that for zilver ptx, the stent is fully endothelialized after approximately 2 months and further neointimal coverage is progressing. After this time there may be a reduced likelihood for a stent fracture, however an active patient should consider moderating any vigorous exercise and avoid knee bending in long time period. It may also be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. Due to limited information provided for this complaint a root cause of this event cannot be determined. As per instruction for the use ifu0063-5 stent strut fracture and restenosis of the stented artery are noted as potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the patient had a favourable outcome. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.